Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The first revision occurred due to instability. The second revision occurred due to instability and dislocations, where the hip was found to be unstable in flexion and rotation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately 2 years later due to allegations of instability. Patient was revised again 1 year later due to instability and dislocations. The hip was found to be unstable at 90° flexion and at 60-70° internal rotation. Head and liner were replaced without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-1860. D10: cat# 00771301100, lot# 62938998, modular femoral stem press-fit plasma sprayed cementless size 11. Cat# 00784802200 ,lot# 62884956, modular neck b 12/14 neck taper use with +0 heads only. Cat# 00875705201, lot# 62898496, 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners cat# 00625006530, lot# 62878547, b.one scr 6.5x30 self-tap. Cat# 00625006525, lot# 62854223, bone scr 6.5x25 self-tap. Cat# 00875801028, lot# 63388510, 28mm i.d. Size ii with constraining ring constrained liner use with 52mm o.d. Size ii shell do not use with skirted heads. Cat# 00877502802, lot# 2943895, bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.